Event description:
Info received related to a trial conducted outside of the u.s. Reporting that an angioplasty procedure was performed because of restenosis of the target lesion, within six months of the date of implant. The procedure was successful. No additional info available.